Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: one battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that battery passed functional testing. Visual inspection of battery revealed that the release indicator marker on the battery's connectors were illegible. This is an additional finding unrelated to the reported event and likely due to wear and/ or to the handling of the device(s). Functional testing of battery revealed abnormalities related to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. This is an additional finding unrelated to the reported event. The most likely root cause of the observed abnormal relative state of charge event can be attributed to an estimation error. Additionally, it was observed that battery had exceeded the useful operating life of 500 charge and discharge cycles. The high battery cycle counts are an additional observation unrelated to the reported event and can be attributed to the batteries reaching the end of their useful life. If information is provided in the future, a supplemental report will be issued.

Event description:
A battery was returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.